Event description:
First, I have dealt with infertility, hypothyroid, lupus, liver damage and rheumatoid arthritis. Chronic pain, hair loss, brain loss, brain fog, confusion, joint pain, fatigue and weight gain to name a few.